Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when a nurse activated the safety shield of a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder 21g x 1.25 in., blood splashed, the safety shield was not closed correctly, and the nurse suffered a contaminated needle stick injury. There was no report of medical intervention.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.